Manufacturer narrative:
The field service engineer (fse) observed the probe wash block was spilling fluid. The fse replaced and aligned the probe wash block and installed new spring assembly to resolve the issue. No further evidence of fluid leak was noted. Service activity was verified to meet specified requirements per established procedure. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported blood fluid leaked on tube tops, cassettes, and the air mix temperature control (amtc) while performing calibration involving the unicel dxh 800 coulter cellular analysis system. The customer performed system shutdown and also discovered clenz cleaner solution leaked at the nucleated red blood cell (nrbc) chamber and on the drip tray below the amtc. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.